Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium intracellulare. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10:through follow up communication livanova learned that the device was cleaned and maintained according to the IFU and that it was placed inside of the operating room at an estimated distance from the surgery field of three (3) to four (4) meters.